Event description:
The patient was prescribed antibiotics and catharized due to dysuria and a vaginal infection.

Event description:
See section h, number 11, for correction updates.

Manufacturer narrative:
A review of events within the axonics complaint handling system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a non-conforming events & prevention (B)(6) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with axonics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.